Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the leak issue, isolated the leak to k7. To resolve the issue, the stm ordered the drive manifold and returned to the location the following day and installed same. The iabp passed all stages of k6a, k6, k7, k8 and safety disk leak test. In addition, the stm replaced missing IV pole as well, and the iabp passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
A getinge service territory manager (stm) reported that the cs300 intra-aortic balloon pump (iabp) failed the k6a, k6 ,k7, k8 leak test during preventive maintenance (pm). No patient was involved and no adverse event was reported.